Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient death after an electrical storm. The patient received 6 shocks, none of them was efficient. Reportedly, only one shock impedance is available form the ICD memories. The caller would like to know if the shock impedance values can be retrieved for all the shocks delivered. Preliminary analysis of the files received did not reveal any anomaly.

Event description:
Patient death after an electrical storm. The patient received 6 shocks, none of them was efficient. Reportedly, only one shock impedance is available form the ICD memories. The caller would like to know if the shock impedance values can be retrieved for all the shocks delivered. Preliminary analysis of the files received did not reveal any anomaly.